Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the failure to capture resulted in periods of asystole. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) intermittently failed to capture a patient. The epg was replaced with another unit. The epg remains in the customer's possession. No patient complications have been reported as a result of this event.